Event description:
Consumer complaint of about low blood results. Lowest blood test in memory - 55 mg/dl. Caller states it is normally about 120 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (55) and the highest normal result (120) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014). Product not returned. Most likely underlying root cause of malfunction: use error (poor storage, reused strips, poor fill, inaccurate reference).